Event description:
Reporting status: malfunction. Reporting rationale: product recall. Device issue: mislabeled. It was reported that the device did not match the packaging label. The packaging was labeled alr 1.2; however, the device inside the package was a bypass left guide catheter. The device was not used on a patient. No additional event or patient information is available. This is being reported based on a product malfunction; mislabeled packaging, that lead the company to initiate a correction and removal activity in 2008.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guiding catheter was not returned. The packaging was returned with blood visible on the packaging tray. The packaging label was 6f alr 1.2. Product performance engineering reviewed the case description and the analysis of the returned device. It was reported that the devices did not match the packaging labels. The packaging was labeled alr 1.2, but the devices inside the packages were bypass left guide catheters. There are four devices involved in this complaint. Analysis of the devices was able to confirm the complaint. One of the devices was not returned, but the packaging was labeled as a 6f viking .066 ID alr 1.2. In the case of all other 3 devices, the guiding catheters were returned with the packaging unopened. All packaging labels were 6f alr 1.2 and the labels on the luers were a 6f bypass left. Additionally, the tip shape of the guiding catheters matched the template for a left bypass. There was no other damage noted to the guiding catheters. Manufacturing records 01/17/2008, showed one lot of each part number, with the same lot number were manufactured that day. Complaint information indicates the following incidents involving a total of 11 guiding catheters for (6f viking alr 1.2), or (6f viking bp-l), (except incident with ln unknown) reporting the wrong catheter was included in the packaging. Since an issue has been reported with both lots, and some devices were received sealed for analysis and confirmed as a wrong shape, this does not appear to be a mix up at the account, but a manufacturing issue. The business unit will be notified of the occurrences. This MDR is considered closed by the product performance group.